Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 07/07/2025.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
Based on the results of investigation: additional findings were found. The needle could not be extended. Upon internal inspection, it was discovered that the sheath had detached from the subassembly and was moving freely within the device. The returned device was inspected to evaluate the depth setter and sheath. The t-flange of the sheath has no cracked. In this case, the snap lock had become detached from the sheath. Based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the aspiration needle was defect before using. There were no reports of patient harm.